Manufacturer narrative:
The field service engineer (fse) observed a faulty bearing on the incubator track and replaced the bearing, pulley assembly, and incubator belt. The fse performed a passing system check and high sensitivity system check. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a faulty incubator track bearing is the likely cause of the incident. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The affiliate stated the customer reported troponin I (access accutni) precision issues for several patients and quality control (qc) failures involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. The original results were released out of the laboratory and one of the results was questioned by the physician as the value did not correlate with the patient¿s clinical status. The customer then began analyzing patient samples in duplicate and noted the imprecision. There was no report of patient injury or change in patient treatment associated with this event. Subsequent analyses of two of the patients¿ samples, on the original and an alternate access 2 system, recovered lower results, within the normal reference range. The customer discontinued use of the instrument. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.